Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about a week ago they experienced a loss of therapeutic effect. Patient has been still urinating at night and during the day which is affecting patient's ability to get sleep. Patient was supposed to received training on their external devices but this never happened as patient had misplaced their external devices for a time. Patient services reviewed how to check ins status using the smart programmer and patient encountered por (power on reset) and therapy was off. Prior to calling patient had charged their ins for 20 minutes and the battery was 40% charged. Reviewed meaning of por and how to dismiss this message and turn therapy back on again. Patient asked if they could get in touch with the manufacturer's rep and email notification was sent to the rep. Additional information was received from the patient on 2021-jul-22. They called back to report ¿it stopped working it shut off.¿ patient services asked what shut off and the patient stated they thought the stimulator inside of them shut off like it did before. The patient stated they thought it shut off again but they didn't know when and that they'd discovered it yesterday. They also said they'd recharged yesterday. The patient said that the vibration felt a little too strong on the left side of their vagina. The patient¿s current setting when they connected was 1.6 and the therapy was on and they were on program 3. The patient lowered it to 1.5. The patient wanted to check their stimulator battery charge level and it showed they had a 70% charge.